Manufacturer narrative:
Please note that the gender of the patient is unknown. The catalog code provided (nxxxxx), represents an unknown smart stent. The catalog and lot numbers for the actual product used in the procedure are unknown. Please note that the implant date is currently unknown. (B)(6). Complaint conclusion for smart stent: as reported, during a procedure was to treat a restenosis of a 7x120mm smart stent, the powerflex pro balloon could not be removed from the non-cordis guidewire. They were removed as a unit and another balloon and wire was used to complete the procedure. There was no reported patient injury with the powerflex pro. The device will be returned for analysis. The patient¿s information was unknown. Prior to this procedure, a 7x120mm smart stent was implanted at a lesion in the superficial femoral artery. After implantation, it is unknown if any distal disease was left untreated or if ¿healthy tissue to healthy tissue¿ was covered by the stent. It is unknown if there was residual stenosis. It is unknown what medications the patient was taking or if he/she was compliant with regimen. It is unknown how long after stent implantation the lesion became restenosed or if the patient presented with any symptoms. The target lesion was the left superficial femoral artery. The lesion was not calcified and not tortuous. The rate of restenosis was 99%. Plain old balloon angioplasty (poba) with a 6x10mm powerflex pro pta catheter was performed to treat the restenosis at left superficial femoral artery. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use (IFU). An approach was made with a 6f 45cm non-cordis guiding catheter from the right femoral region to the left common femoral artery. After a non-cordis guidewire crossed the lesion (unknown if it was reshaped or if there was difficulty crossing the lesion), the powerflex pro was delivered to the lesion and inflated twice. It is unknown if there was any difficulty advancing the device to the target lesion or crossing the lesion. It is unknown if the balloon inflated properly as intended. When the balloon was attempted to remove without the guidewire, it got stuck with the guidewire and could not be removed easily. The catheter was not ever in acute bend and there were no kinks/bends noted to the balloon catheter or guidewire. It is unknown if the balloon catheter was fully deflated prior to attempting removal or if the balloon rewrapped properly. Finally it was removed with the guidewire. The balloon and the guidewire were changed to another balloon (6x40mm aviator) and to another non-cordis guidewire. The lumen was flushed and the balloon was wiped up with wet gauze. The procedure was finished successfully. There was no reported patient injury with the powerflex pro. The product was clinically used. It is unknown if the patient¿s symptoms were resolved after treatment or what was the patient¿s current health status. The device remains implanted in the patient. A device history record (DHR) review could not be conducted as a lot number was not provided. In-stent restenosis (isr) of the artery is often associated with the progression of peripheral artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure with the smart stent could be related to the manufacturing process. However, based on the information reported, there is no indication that the event was related to a design or manufacturing issue. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported, during a procedure was to treat a restenosis of a 7x120mm smart stent, the powerflex pro balloon could not be removed from the non-cordis guidewire. They were removed as a unit and another balloon and wire was used to complete the procedure. There was no reported patient injury with the powerflex pro. The device will be returned for analysis. The patient's information was unknown. Prior to this procedure, a 7x120mm smart stent was implanted at a lesion in the superficial femoral artery. After implantation, it is unknown if any distal disease was left untreated or if "healthy tissue to healthy tissue" was covered by the stent. It is unknown if there was residual stenosis. It is unknown what medications the patient was taking or if he/she was compliant with regimen. It is unknown how long after stent implantation the lesion became restenosed or if the patient presented with any symptoms. The target lesion was the left superficial femoral artery. The lesion was not calcified and not tortuous. The rate of restenosis was 99%. Plain old balloon angioplasty (poba) with a 6x10mm powerflex pro pta catheter was performed to treat the restenosis at left superficial femoral artery. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use (IFU). An approach was made with a 6f 45cm non-cordis guiding catheter from the right femoral region to the left common femoral artery. After a non-cordis guidewire crossed the lesion (unknown if it was reshaped or if there was difficulty crossing the lesion), the powerflex pro was delivered to the lesion and inflated twice. It is unknown if there was any difficulty advancing the device to the target lesion or crossing the lesion. It is unknown if the balloon inflated properly as intended. When the balloon was attempted to remove without the guidewire, it got stuck with the guidewire and could not be removed easily. The catheter was not ever in acute bend and there were no kinks/bends noted to the balloon catheter or guidewire. It is unknown if the balloon catheter was fully deflated prior to attempting removal or if the balloon rewrapped properly. Finally it was removed with the guidewire. The balloon and the guidewire were changed to another balloon (6x40mm aviator) and to another non-cordis guidewire. The lumen was flushed and the balloon was wiped up with wet gauze. The procedure was finished successfully. There was no reported patient injury with the powerflex pro. The product was clinically used. It is unknown if the patient's symptoms were resolved after treatment or what was the patient's current health status.